Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty led (light emitting diode) unit could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
A user facility returned the olympus asset, video system center to the olympus service center. Upon inspection and testing of the returned device, it was observed that an e105 lamp error code was received. This report is being submitted for the event found during evaluation. There was no patient involvement.

Manufacturer narrative:
During the inspection of the returned asset device, other malfunctions found a failed light emiting diode (led) which cause e105 error code. Also found battery consumption. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.